Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
They had a nexiva catheter not function properly on (B)(6) 2026. They said the grey piece circled in the image below did not seal once they pulled the needle out, which caused blood to leak around it. Product sku 383556, lot number 6071024. Have you had reports of this from other customers? The patient had to get a new IV placed. No patient harm was done.